Manufacturer narrative:
Concomitant products: product ID dvbb1d4, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017.

Event description:
It was reported that the patient developed a systemic infection with vegetation on the lead. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.